Event description:
The customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to try different charging methods and confirmed the pump was within warranty, leading to the decision to replace the pump. The customer was guided on how to put the pump into storage mode and was asked to return the faulty pump using a prepaid label within 10 days.